Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2015, a 2.50x20mm promus premier¿ drug-eluting stent was implanted to treat the lesion located in the mid left anterior descending (lad) artery. Five days later, the patient came back to the hospital and an occlusion just distal to the placed stent was noted. Subsequently, a non-bsc guide wire (whisper) was advanced and the occlusion was dilated with a 2.5x20 apex balloon catheter. Another 2.50x20mm promus premier¿ stent was then advanced and implanted to treat the occlusion. No further patient complications were reported and the patient's status was fine.